Event description:
It was reported that a pediatric patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was further described as the caregiver did not wear a mask. On the same day as the event onset, the patient was hospitalized. The patient was treated with intraperitoneal cefazolin sodium (125 mg every day for 21 days) for peritonitis. Therapy remained ongoing. Two days after admission, the patient was discharged from the hospital. The caregiver was retrained on aseptic technique. Sixteen days after the event, the patient recovered. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.